Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of proficient information; no product, images, or medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately two years post-implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00348 and 0001822565-2023-03728. D10 medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. G2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.